Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, a double feed incident was noted. The remaining clips were conforming according to our manufacturing specifications. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted with the internal components. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips would not hold on the vessel. It is unknown if the clips fell into the patient. Another device was used to complete the case with no patient consequence.